Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized. The cause of the event was unknown. Beginning on the day of onset, the patient was treated with reflin 1 gram (route and frequency not reported) and tobramycin 40 milligrams (route and frequency not reported) for the peritonitis. On an unreported date, the patient began treatment with heparin 25000 international units in 0.5 milliliters (route, frequency, and duration not reported) for the peritonitis. Antibiotic treatment was ongoing. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis and was doing well. The peritoneal effluent fluid was reported to be clear. No additional information is available.